Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed the pressure calibration. There was no patient involvement.

Manufacturer narrative:
Corrected fields: aware date - 07/26/2022 (initially it was submitted as 07/25/2022). Additional contact information:((B)(6)). The getinge field service engineer (fse) during the preventative maintenance (pm) found that the pressure would not calibrate to the correct value, 390-400. After troubleshooting the unit, the fse found that the scroll compressor was not creating the proper pressure, replaced the scroll compressor, (0119-00-0236), and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.